Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 a2009 ultra 360 patient positioning system was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the gold handle on the ultra 360 patient positioning system (a2009) compresses easily and has no resistance. When it was used and placed under pressure, the patient's head started drifting down after it was locked. No patient injury or surgical delay has been reported.